Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to experiencing diabetic ketoacidosis. The customer's blood glucose level was 167mg/dl. Prior to the hospitalization, the customer was feeling ill and vomiting. Reportedly, the customer suspected their infusion sets had contributed to the hospitalization; no damage was noted to the infusion set or any of the pump supplies. While in the hospital, the customer received treatment in the form of intravenous therapy, saline solution and an insulin drip. No additional details were provided regarding this event, including the date the customer was released from the hospital.